Event description:
Lap chole: "surgeon reported that he was using clip applier for lap chole. He stated that the clips were not coming out into the jaws smoothly and that when he would fire the clip it did would not fully close around tissue. He said that clips only closed at the distal tip but the rest of the clip made an oval. This occurred on multiple firing of the clip applier. He completed the case with product from another company."

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to the manufacturer for review. Engineering assessment of the incident is to be conducted and a follow-up report will be sent upon completion of the evaluation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.